Event description:
The customer reported the system had x-ray fault error. A system error requires the system to be rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated, the surge suppressor was replaced, and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.